Event description:
The recipient reportedly experienced intermittent lock and sound quality issues following a head trauma. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed, as well as tool damage to the top cover. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The residual gas analysis test exceeded the testing limit. This device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issues from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.